Manufacturer narrative:
Other, other text: evaluation results: one level 1 trauma fast flow system ( h-1200) was returned for investigation in fair condition and with no physical damage. Following the visual inspection, the investigator installed an f-30 disposable filter into block 4 filter holder. The investigator then powered on the device anda disposable alarm was observed. The customer reported product problem was therefore confirmed. The product problem was attributed to a faulty filter holder assembly. The problem source of the reported product problem was unknown. A root cause was not established. An additional issue was also found with the h-30 air detector. It was no longer supported due to obsolete parts and test equipment. The investigator also noted a crack in the return tube, and old style float switch. To address the customer reported product problem, the investigator replaced the filter holder assembly, float switch, return tube, and upgraded the unit to a h-31b air detector. The unit then passed functional testing after these repairs.

Event description:
It was reported that the level 1 trauma fast flow system ( h-1200) had produced disposable alarm. The user suspected a bad micro switch. No patient injury or complications were reported in relation to this event.